Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Bleeding and hemorrhage requiring transfusion or intervention are listed in the instructions for use (IFU) as potential risks associated with the tavr procedure. A post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, given the limited information available, the source and possible contributing factors to the reported bleedings could not be determined. However, there was no allegation or indication a device malfunction contributed to these adverse events.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: ¿transfemoral aortic valve implantation is more successful with the edwards sapien 3 compared with the edwards xt for the treatment of symptomatic severe aortic stenosis.¿ gonska b, seeger j, junker a, rodewald c, trepte u, scharnbeck d, rottbauer w, wöhrle j. Arch cardiovasc dis. 2017 nov 8. Pii: s1875-2136(17)30187-0. Doi: 10.1016/j.acvd.2017.05.012.

Event description:
As reported by our affiliates in (B)(6), per article: ¿transfemoral aortic valve implantation is more successful with the edwards sapien 3 compared with the edwards xt for the treatment of symptomatic severe aortic stenosis¿ in this study, 100 consecutive patients treated with the es3 for symptomatic native severe aortic stenosis were compared with 100 consecutive patients treated with the edwards sapien xt valve (ext); all valves were implanted via transfemoral access. Es3s were implanted in 2014; ext procedures were performed in 2013/2014 in the period before the release of the es3. Mild to severe ar in echo post implant: 45 sapien xt patients (1 patient received a viv); 31 sapien 3 patients. All-cause mortality: 7 sapien xt patients; 3 sapien 3 patients. Stroke (disabling and non-disabling): 6 sapien xt patients; 4 sapien 3 patients. Life-threatening bleeding: 8 sapien xt patients. Major vascular complication: 16 sapien xt patients; 5 sapien 3 patients. Major or minor bleeding: 33 sapien xt patients; 22 sapien 3 patients. Post-procedural pacemaker implantation: 24 sapien xt patients; 14 sapien 3 patients. Elevated mean aortic gradient (<20 mmhg) post implantation: 1 patient with 26 mm s3; 2 patients with 23 mm s3; 1 patient with 23 mm sxt.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-02729, 2015691-2018-02731, 2015691-2018-02732, 2015691-2018-02733.

Manufacturer narrative:
Reference CAPA-20-00141.